Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-02967 and 2134265-2018-02970. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system 100vwas used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the percutaneous coronary intervention (pci), it got freeze during pullback. However after turning the ilab main switch to off/on, error 1002 occurred and acq pc hdd access light was blinking and it did not turn on. Completed with a different device. No patient complications were reported.